Manufacturer narrative:
Preliminary analysis of the returned device confirmed that battery is completely depleted but it operates normally with an external power supply, there is no overconsumption of the electronic.

Event description:
Reportedly, the patient went at the hospital for a follow-up but the subject ICD could not be interrogated and no green leds of the programmer¿s head and no magnet answer has been observed. As the patient doesn't speak well french, the physician and the representative couldn't know how he was followed in the past and if he had inappropriate shock or a MRI exam. The representative went to interrogate the device (before explantation) and couldn't do it. The device was explanted and will be returned for analysis. At the time of explantation, patient was not or less paced because sinusal was at 90bpm.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the patient went at the hospital for a follow-up but the subject ICD could not be interrogated and no green leds of the programmer's head and no magnet answer has been observed. As the patient doesn't speak well french, the physician and the representative couldn't know how he was followed in the past and if he had inappropriate shock or a MRI exam. The representative went to interrogate the device (before explantation) and couldn't do it. The device was explanted and will be returned for analysis. At the time of explantation, patient was not or less paced because sinusal was at 90bpm.

Event description:
Reportedly, the patient went at the hospital for a follow-up but the subject ICD could not be interrogated and no green leds of the programmer¿s head and no magnet answer has been observed. As the patient doesn't speak well (B)(6), the physician and the representative couldn't know how he was followed in the past and if he had inappropriate shock or a MRI exam. The representative went to interrogate the device (before explantation) and couldn't do it. The device was explanted and will be returned for analysis. At the time of explantation, patient was not or less paced because sinusal was at 90bpm.